Event description:
It was reported that high heart rates from 7 ECG devices were shown on the ECG reports. The following serial numbers are: (B)(6) the customer stated that the doubling of heart rates were seen on a single patients ECG report. A patient was prescribed heart medication (cardizem) as their report showed high heart rate. The medication was not consumed by the patient and tachycardia was ruled out by a live holter monitoring device. Technical service reached out to the customer to troubleshoot and was unable to recreate the issue with the ECG units used. There was no patient injury.

Manufacturer narrative:
The customer did receive clinical education after the issue started occurring. A site visit was also made which included a midmark technical service representative, engineers, and a sales representative to help rule out any external variables that could be triggering the issue. Multiple attempts were made by the customer with the help of midmark representatives to recreate the issue. The issue of doubling of the heart rate was unable to be recreated or observed while midmark representatives were on site.

Manufacturer narrative:
It was found that the electronic medical record (emr) system software was opening a second instance of the ECG plug-in software while there was already an instance of the ECG plug-in running in the background. Midmark was able to reproduce the issue in-house and confirm that the doubling of the heart rate was caused by two applications of the ECG plug-in software being opened concurrently. Therefore, it was determined that the emr system opening both instances of the ECG plugin software led to the issue of the heart rate doubling on the display screen. A fix for the ECG plug-in software was created to call out any additional ECG plug-in application being launched and notify the user to prevent an additional instance being opened. Validation and verification testing was completed and the fix was sent out to the customer.

Event description:
It was reported that high heart rates from 7 ECG devices were shown on the ECG reports. The following serial numbers are: (B)(6). The customer stated that the doubling of heart rates were seen on a single patients ECG report. A patient was prescribed heart medication (cardizem) as their report showed high heart rate. The medication was not consumed by the patient and tachycardia was ruled out by a live holter monitoring device. Technical service reached out to the customer to troubleshoot and was unable to recreate the issue with the ECG units used. There was no patient injury.